Event description:
It was reported that prior to a laparoscopic colon procedure, the thread broke, a new instrument was used to complete the procedure. No further info is available. No pt consequence.